Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). A visual inspection of the returned product found the lens cut in two pieces. The lens is cut lengthwise. Both plate haptics and optic are cut. Half of one plate haptic is torn off and missing. The lens was returned in liquid. Based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. The lens was loaded incorrectly and the lens was damaged. The lens was removed without injury to the patient. The cause of this incident was due to loading error.